Manufacturer narrative:
Lot # unknown. Device sample not received by manufacturer.

Event description:
Alleged issue: the hospital reported that the staplers do not close the staples properly. One of the sides of the staple keeps opening. No patient injury reported. Patient condition listed as fine.